Event description:
It was reported that a patient presented with right ventricular (rv) lead noise. No changes or intervention was reported. Patient condition was unknown.

Event description:
New information received notes that the noise was over-sensed.